Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. Philip's field service engineer (fse) performed troubleshooting with the customer. The customer had previously replaced the overlay; however, this did not resolve the issue. The customer requested a part ID for the cable. The part ID was provided and the customer was advised that the signal path that the man-machine interface, main or central processing unit may be faulty. The customer decided not to complete repairs and removed the unit from service.

Event description:
It was reported that the option button did not work on the device before and after the overlay was replaced. There was no patient involvement. The event date was not specified; estimate used.